Event description:
Complaint alleged that the siderail will not latch. No injury reported.

Manufacturer narrative:
Technician replaced the latch assembly to resolve this issue. Unit found in storage.